Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report adjust belt or check belt messages and check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check the pad messages) has been confirmed. Upon evaluation, there was an open pulse wire in between the distribution node (dn) and ECG b. The cause of the belt messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.